Manufacturer narrative:
Added information to section d9, h6 (type of investigation) updated section d3, g1 (manufacturing site for devices), h6 (component code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of balloon did not deflate was unable to be confirmed during evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached which is within the limit of the maximum deflation time from full capacity. All through lumens were patent without any leakage or occlusion. No visible damage was observed on catheter or returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product nor process malfunction could be identified since the reported condition could not be confirmed through the product evaluation. Based on further review by the engineers, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction. Additionally, the IFU was reviewed and it states "passively deflate the balloon by removing the syringe and opening the gate valve".

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during device preparation, the balloon of this swan-ganz catheter did not deflate. There was no allegation of patient injury. The device was available for evaluation.